Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported revision of left hip due to fall, fracture of femur. Noted prior surgery in 2009. No delay. Replaced with cerclage wire and dall mall cables, new exeter stem & head.